Manufacturer narrative:
Initial and final MDR 1904783 - MDR 3003442380-2024-12268 - device 3 of 6.

Event description:
Unomedical reference number 1904783. Event occurred in the united states. It was reported that patient faced 6 infusion set fell off events in between (B)(6) 2024. The infusion set was in use for about a day. The glucose level was 270 mg/dl. No further information available.